Event description:
It was reported the patient is deceased. The patient had been diagnosed with a fractured lead following fourteen inappropriate shocks. The patient is reported to have passed away during right ventricular lead extraction. The cause of death was exsanguination.

Manufacturer narrative:
Change of statement reporting appropriate therapy to inappropriate therapy. Noise and oversensing re sulting in inappropriate therapy is present on multiple electrograms.

Event description:
It was reported the patient is deceased. The patient had been diagnosed with a fractured lead following fourteen inappropriate shocks. The patient is reported to have passed away during right ventricular lead extraction. The cause of death was exsanguination.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient is deceased. The patient had been diagnosed with a fractured lead following fourteen inappropriate shocks. The patient is reported to have passed away during right ventricular lead extraction. The cause of death was exsanguination.

Manufacturer narrative:
Product event summary: (B)(4) the partial lead was returned in segments and was analyzed. Analysis revealed the distal conductor was fractured. It was noted there was a white substance on the defibrillation right ventricular and superior vena cava coils, the distal and proximal electrodes and the overlay tubing. The proximal conductor was fractured, there was blood ingression of the overlay tubing, the distal conductor was distorted (over-rotation) and there was cosmetic environmental stress cracking of the overlay tubing. The outer insulation was melted and had cosmetic depression. There was cosmetic environmental stress cracking of the overlay tubing and the overlay tubing was melted. The defibrillation right ventricular conductor was fractured (flexed) and the distal conductor was fractured (over-rotation). We did receive performance data collected from the device and have analyzed the data. (B)(4) ventricular-non sustained tachycardia episodes occurred on (B)(4) 2012. Noise and oversensing resulting in appropriate therapy is present on multiple electrograms.